Manufacturer narrative:
An eval of the event has been initiated at mako surgical. A review of case session files revealed that all recorded values were within acceptable tolerances. There is no indication of a rio malfunction. Further clinical eval is in progress and a supplemental report will be submitted when results are obtained.

Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(4) 2012. The pt continued to experience unexplained knee pain six months post-operatively. X-rays looked normal. The surgeon chose to perform a revision to a total knee arthroplasty. After the revision, the surgeon stated that the implants were placed and fixated well, with no soft tissue impingement noted.